Event description:
A caller reported an issue with a continuous glucose monitor (cgm) error. There was no adverse impact on the customer's blood glucose level. Technical support assisted by providing information for a complete pump reset and successfully walked the caller through the process. After the reset, the error did not reoccur, and the caller was able to start their sensor session successfully.